Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported her husband inserted a sensor and there was excessive bleeding at the insertion site. She also stated there was one sensor that got stuck in the serter. Customer was able to insert the next sensor. Customer's most current blood glucose is 157 mg/dl. Customer's wife stated customer has had lows of 50 mg/dl and 60 mg/dl. She declined troubleshooting. Nothing further reported.